Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin. Reportedly, the customer had some cartridges for over 3 days on the mobi pump. Customer received education that cartridges should be used for a maximum of 72 hours.